Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on lower left front corner of top case. Check syringe plunger sensor was found at power up process. Error history log review found a check syringe plunger sensor error. The root cause of the reported issue was found to be the flippers on left plunger case were found intermittently stuck which was causing the error. Actions were taken to mitigate the reported issue: replaced left plunger case. Performed power up process and all functional testing which passed.

Event description:
It was reported that the pump had a check syringe plunger sensor and the left plunger case clip, was getting stuck and not going all the way down. No patient injury was reported.